Event description:
Lasik surgery aftereffect, I heard on npr this morning that the FDA would like to know people who have had adverse effect to lasik. I had lasik surgery done in 2001, and was happy with the results until about 2 years ago, when I noticed the vision in my left eye begin to worsen. I had 20/15 vision in both eyes shortly after the procedure, but now it is 20/60 in my left eye and 20/20 in my right. I see halos around lights at night, more so in my left than right. I wear prescription glasses to use computers or to see fine print, and to help with night vision while driving. I went to an eye-doctor friend who put this plastic, hand-held piece of plastic over my left eye and it cleared my vision significantly. I don't know the name of the plastic but it has beveled pattern to it that sort of straightens out how the light enters the eye. Even with glasses, my eyesight is not near what it was back in 2001. Glasses do help, but I find myself utilizing my right - stronger - eye more often. I'm still happy I had the procedure done, though not 100% happy anymore. I hope this message find itself into the right database. The FDA website wasn't easy to navigate through.